Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 194858, competitor implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that atrial capture was unable to be confirmed on post-operative atrial threshold test strips. It was noted that the patient had a maze procedure. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.